Event description:
It was stated that the insulin pump had a crack on the reservoir compartment. It was also stated that the customer was hospitalized for diabetic ketoacidosis. The customer stated that the crack was affecting the delivery of insulin from the insulin pump. The customer was advised to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.